Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -8.0 diopter into the patient's right eye (od) on (B)(6) 2019. The surgeon reports excessive vault, iris stretched, shallow ac peripherally, residual refraction increased to -0.75 cyl, and that the lens moved 1mm from the retina. The lens currently remains implanted. The cause of the event is reported as a patient-related factor.